Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the device low pressure. The manufacturer's investigation is not complete. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the device low pressure. The device was returned unrepaired as per the customer.